Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. The end user provided a photographic image of the actual device. Results: the sample will be evaluated when received. An I-flow lot number was not provided; therefore, the device history records could not be reviewed. Conclusions: a follow-up report will be filed when the investigation has been completed.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. Date of surgery: (B)(6) 2013. The catheter were place at sub facial area for c-section. Surgeon called to report the second catheter broke upon resistance and removal. The resistance was described as 4 out of a scale of 0-5 (5 is the highest resistance). It was reported the patient had a "pulling sensation." The black tip was not present after removal, only the 3rd mark was present. It was estimated that 3-4 inches of catheter segment was broken. The patient was discharged home on (B)(6) 2013. There is no plan to remove the retained catheter at this time. The lot number provided belongs to the prefiller. The prefiller lot number belongs to the pump and is not associated to the broken catheter.